Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. The device had its sensing settings reprogrammed. Technical services (ts) advised the patient perform a patient initiated interrogation to get additional data so reprogramming results can be further evaluated. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. The device had its sensing settings reprogrammed. Technical services (ts) advised the patient perform a patient initiated interrogation to get additional data so reprogramming results can be further evaluated. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted and intermittent oversensing of noisy signals is still noted. The available sensing vectors were examined, with low amplitude noted for the alternate sensing vector. Ts discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. The device had its sensing settings reprogrammed. Technical services (ts) advised the patient perform a patient initiated interrogation to get additional data so reprogramming results can be further evaluated. This device remains in service. No additional adverse patient effects were reported. At a later date, ts was consulted and intermittent oversensing of noisy signals is still noted. The available sensing vectors were examined, with low amplitude noted for the alternate sensing vector. Ts discussed stored data as well as available programming options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.